Manufacturer narrative:
Lot 16e008 was manufactured may 3, 2016 - may 5, 2016. The unit was returned to the plant containing approximately 131ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was visually observed at the distal luer. A functional flow test was performed. The flow rates were found to be within the product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event. The infusor was filled with vehiculum. There was no patient involvement. No additional information is available.